Event description:
Reporter states the pt tested 25 mmol/l on the gts system and 10 mmol/l on a comparison lab. No timeframe provided for test results. No adverse event reported. No treatment info provided. Requested return of suspect system, however, no product was returned for evaluation.

Manufacturer narrative:
Event occurred in another country.